Manufacturer narrative:
The device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One sample was received at the manufacturing site for the investigation. A sample evaluation could not be completed to confirm the reported issue and determine the root cause as the sample has been manipulated by the user. The manufacturing process was reviewed by the multifunctional team. The process is running according to product specification and meeting quality acceptance criteria. In addition, ¿caf¿ machine maintenance (for catheter-adapter assembly) was verified and found with up-to-date corrective and preventive maintenance as scheduled. The reported issue was evaluated against the approved occurrence rate and a corrective action plan is not deemed necessary at this time; however, as part of continuous improvements the inspection level for the pull test has been increased. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the foley disconnected with the seal intact. This happened in the cardio ICU. Situations that cause the disconnection include any patient movement in the bed or around the unit, the team has used clamps to disconnect the foley after removing the seal which was very difficult but now the foley will disconnect without even removing the tamper evident seal.